Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000615, serial/lot #: unknown. H3) a manufacturer representative went to the site to test the imaging system. The uninterruptible power supply battery on the mobile view station (mvs) was replaced and the system performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unplugged from moving it room to room and when the site moved it, the "o" portion of the system shutdown. They plugged the system in and they were able to use it and then when they went to put the system away the system died again. There was no patient involvement.